Manufacturer narrative:
(B)(4). Method: device was given a self test after the incident by the dealer, no malfunction was reported and self test passed after the incident. Currently pending philips internal eval. The customer indicated that the device did not malfunction.

Event description:
AED deployed and the subject was not resuscitated.